Manufacturer narrative:
D10 concomitant product: unknown ligasure, unknown ligasure instrument (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the use of the sealing device was identified, and multiple complications were observed across three specialties: general, gynecology, and urology. Among 11,394 general surgery patients, the complications included infection (48), bleeding (45), perforation (43), thromboembolism (23), cardiac arrest (3), and arrhythmia. In 3,346 gynecology patients, complications were limited to bleeding (1) and perforation (2). In 148 urology patients, the only recorded complication was thromboembolism (1).